Event description:
On (B)(6) 2012, it was reported by the physician's office that the patient was seen for an increase in seizures. The seizure frequency was below pre-vns baseline levels; however, upon diagnostic testing it was found that the patient had high impedance. The patient's device was turned off and the patient was referred to the surgeon for replacement surgery. Clinic notes dated (B)(6) 2012 were received which specify that the patient had two major seizures in the last month, one of which was a grand tonic-clonic seizure that lasted ten minutes. The patient underwent a full replacement surgery on (B)(6) 2012. No additional information has been provided.

Event description:
Follow up with the physician found that he did not know what attributed to the high impedance and below pre-vns baseline increase in seizures and has no additional information to provide. The device will not be returned to the manufacturer, as it has likely been discarded.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.